Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The ICD exhibited intermittent post-sensed t-wave oversensing. Further review, revealed that the atrial pacing happened at the same time as intrinsic r-waves which caused the r-waves to be sensed late and resulted in the next t-wave to be oversensed, which was occurring intermittently. Programming changes were recommended. On (B)(6) 2017, patient presented another remote transmission with episodes of non-sustained rv oversensing. Review of the egm's showed far r-wave oversensing. Programming changes were recommended but not made. Patient will continue to be monitored.